Manufacturer narrative:
Avery dennison received a complaint from the ob/gyn department of a hospital in (B)(6) through its distributor. The complaint indicated that a rash was observed after the use of the reliatect post-op dressing with chg on a patient that underwent a c-section surgical procedure.     A follow-up communication from the hospital stated that the rash was mild in nature and was treated with a topical ointment. No additional treatment was required. Furthermore, no patient sensitivity was known prior to the use of the post-op dressing containing chg. Based on the nature of the incident, retain samples were tested for performance characteristics. All the results were found to be within specifications and no device malfunction was identified. In addition, avery dennison conducted a device history record review of the reported lot. The review confirmed that the performance characteristics were within specification at the time of product release.

Event description:
Avery dennison received a complaint from the ob/gyn department of a hospital in (B)(6) through its distributor. The complaint indicated that a rash was observed after the use of the reliatect post-op dressing with chg on a patient that underwent a c-section surgical procedure.